Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of atrial tachy response (atr) events in latitude looks like atrial flutter (af) with variable conduction. Ventricular rate varies due to mix of ventricular sensing (vs) and ventricular pacing (vp) intervals. Also, reviewed atrial blank after vs and vp. Could shorten atrial blank after vp. Af is not new. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of atrial tachy response (atr) events in latitude looks like atrial flutter (af) with variable conduction. Ventricular rate varies due to mix of ventricular sensing (vs) and ventricular pacing (vp) intervals. Also, reviewed atrial blank after vs and vp. Could shorten atrial blank after vp. Af is not new. To date, this device remains in service. No adverse patient effects were reported.